Event description:
A malfunction was reported by the caller regarding the tandem pump, identified as error 199 in the tandem source. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and instructed them to continue using it, advising them to call back if the malfunction code recurred, which it did not after the reset.